Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when the implanted catheter was flushed with saline, blood leaked from the joint between the junction part and the extension tube. The catheter was clamped with forceps and the patient transferred to the hospital where the catheter replacement procedure was completed. No additional information available.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.